Event description:
It was reported by service report that the head section frame was broken on power pro. No adverse consequences have been reported.

Manufacturer narrative:
Other: head section frame.